Event description:
It was reported that the user contacted support to ask whether to announce a meal when the blood glucose reading showed 69 mg/dl, fingerstick confirmation was not possible, and the reading subsequently increased to 84 mg/dl while the user began eating; the user was advised to announce the meal as usual and to use oral glucose if needed. Symptoms included no reported hypoglycemic symptoms. Outcomes included no emergency intervention, no hospitalization, and successful continuation of normal meal announcement. Investigation included a review of the reported glucose values and user interaction with meal announcements and education on hypoglycemia troubleshooting. Investigation of this case revealed no device malfunction or component failure and the event was consistent with transient hypoglycemia of unclear cause with appropriate user education provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.